Manufacturer narrative:
It was reported that cardiosave intra-aortic balloon pump (iabp) issue with battery charge. Event occurred during tests by the hospital engineer and there was no patient involved. A getinge field service engineer (fse) verified the issue and remarked as several defects related to charging and discharge of batteries. Replacement of the solenoid control board and the executive processor board. When exchanging the executive processor board the equipment alarmed (start test failure cod. N°10) when returned the executive processor board worked perfectly. With this, the solenoid control board was replaced. Tests were carried out in service mode and the equipment was cyclist for more than hours and it did not show a defect. Equipment tested and released for use.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h5)

Event description:
N/a

Event description:
It was reported that during tests by hospital engineer the cardiosave intra-aortic balloon pump (iabp) presents several defects related to charging and discharge of batteries, presenting functions lockdown. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) presents several defects related to charging and discharge of batteries, presenting functions lockdown.